Event description:
The manufacturer received a complaint of a ¿vent inoperative¿ alarm. Evaluation confirmed the customer complaint, with error codes e-155 and e-330 documented in the event log. The device was not reported to be in patient use at the time of the event, and no patient involvement or harm was reported. The device was removed from service for evaluation. The device was returned for service, and the complaint was confirmed. Investigation identified the need to replace the system pca and the 3 way solenoid valve to address the vent inoperative condition. Additional preventive maintenance included replacement of the air inlet foam filter and muffler assembly. Following component replacement, the device passed final testing on the trilogy evo test station. The unit passed all testing.